Manufacturer narrative:
Insulin pump was received with self test failed error alarm during self test due to faulty y1 on rf board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error. Customer blood glucose level was 198 mg/dl. The device will be returned for analysis.